Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was experiencing discomfort from the ipg. The patient alleges the battery was bad. The patient is implanted with two systems: a thoracic and cervical system. The patient is not experiencing any issues with the thoracic system. The patient underwent surgical intervention to remove the cervical ipg and the leads were left implanted. In addition the patient was not using the cervical system due to lead migration (reference MFR. Reports: 1627487-2014-20226,1627487-2014-20227, and 1627487-2014-20228).